Event description:
It was reported that during a procedure, surgeon used device to harvest gastroepiploic. The instrument worked only 5-10 minutes then a false alarm appeared and showed instrument. No pt consequences.